Event description:
Rptr noted chamber fluctuation with excessive deepening noted at the beginning of phaco, pushing back and rupturing the iris. No intervention reported. Pt reportedly recovering well.